Manufacturer narrative:
The following fields have been updated with additional/corrected information: d5, e2, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-jun-2022 to 24- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the freezing issue was due to manual recovery error. A technical support specialist did the manual recovery and retry mode troubleshooting to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user to access the required medication methohexital. Customer stated that user had to wait for the machine to reboot or discuss with the physician the use of a more accessible substitutes. Customer added that there was a harm in the form of delay to care without providing the evidence of a specific patient being affected by the delay in receiving medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user to access the required medication methohexital. Customer stated that user had to wait for the machine to reboot or discuss with the physician the use of a more accessible substitutes. Customer added that there was a harm in the form of delay to care without providing the evidence of a specific patient being affected by the delay in receiving medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the freezing issue was due to manual recovery error. A technical support specialist did the manual recovery and retry mode troubleshooting to resolve. The system was functional as intended.